Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. There were no tears or leaks found along the soft cannula during the leak test. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. The formed needle was observed to be exposed in the soft cannula. The linkage assembly was observed to not be fully retracted, however, the needle fully retracted after the device was opened. Score marks were observed on the top housing where the linkage assembly is rubbing against it. The needle mechanism was reset and was successfully re-deployed. No damages or defects were found on the linkage assembly before or after the device was re-deployed. The cause exposed needle can be determined as a misaligned linkage assembly. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl, while wearing the pod on the arm between 24 and 36 hours. Hyperglycemia treated by delivering a bolus and applying a new pod.